Event description:
Approximately 3 hours after initial tracheostomy, audible leak was heard from trach site. Respiratory therapist attempted to correct the leak and patient then returned to the or for replacement of trach tube with new size 8. This was the 6th tracheostomy tube with leak (4/6 with ruptured balloon) since august 2009. Issue previously reported to medsun. The 4/6 trach tubes were from same shiley size # 8 lot size and remainder of stock from this lot have been removed from shelf. Manufacturer aware.manufacturer response (as per reporter) for disposable cannula low pressure cuffed tracheostomy tube, shiley:manufacturer reached out to the local shiley representative and requested he contact the hospital.